Event description:
During routine testing of the device at the service center, the service tech reported that the front cover of the calibrator was broken. This calibrator was originally returned for repair of a "cf0b" error message when the broken front cover was found. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.